Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal delivery. Customer's blood glucose (bg) level ranged from not being impacted to 260 mg/dl. The customer delivered a bolus via the pump to address the high bg level. As the occlusion alarms had occurred in the past and the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed. Reportedly, the customer attempted trouble shooting on their own and believed that the cartridge is the cause of the occlusion.